Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that her vns "on" time had spontaneously changed from 30 seconds "on" time to 40 seconds "on" time. The vns does not have a setting for 40 seconds of "on" time. A flashcard has been sent to the attending physician to download programming data and return it for data analysis.